Manufacturer narrative:
(B)(4). The customer returned an opened ask-01409-jhh kit for evaluation. The kit contained the majority of components, none of which appeared to show any evidence of use. Visual examination revealed that one of the 10ml saline solutions ampules had broken. The ampule had broken at the neck just below the blue marker line and no fluid remained within the ampule. The other ampule was undamaged and both ampules were returned within their foam inserts. Further visual examination also revealed a significant amount of rust within the kit tray. The metal needle holders that are included in the kit were covered in rust. Based on the shape of the rust in the tray, the needle holders caused much of the rust observed. A device history record review was performed on the kit including the medication ampule and no relevant issues were identified. Other remarks: the customer report of a broken ampule was confirmed through visual examination of the returned sample. One of the two 10ml saline solution ampules was broken at the neck and no fluid remained in the ampule. The fluid from the broken ampule caused the metal needle holders to rust which was what the customer observed in the kit. Based on consultation with packaging engineering, the damage is related to the packaging tray design. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer alleges the glass vial of saline was broken.

Manufacturer narrative:
(B)(4). Medwatch # (B)(4).

Event description:
The customer alleges the glass vial of saline was broken.